Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support is unable to reproduce the reported problem. Connected the vent to a known good patient circuit and vt plus flow analyzer. The vte reading was 381ml on the vent and 397ml on the vgt plus. Passed 49.2 hours of extended testing. Passed the initial final test.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the enve was not showing volume delivery but the patient had wave forms and chest rise. At this time, there is no information regarding patient harm associated with the reported event.